Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3005334138-2020-00258, 3005334138-2020-00260. Following a ventricular tachycardia ablation procedure the patient developed severe mitral insufficiency. Ablation procedures were performed on (B)(6) 2019 and (B)(6) 2019 and no performance issues were noted with any abbott device during either procedure. In (B)(6) 2020 the patient was diagnosed with severe mitral insufficiency due to a ruptured chorda that may have been a result of the ablation procedures. The patient underwent a mitral clip procedure and was discharged home on (B)(6) 2020 in stable condition.